Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old female patient, the device displayed a "5v self check failure - 1172" error message. The user pulled the patient off ventilator and began to provide rescue ventilations with bag-valve-mask. Patient was then placed on royal emergency medical services cct ventilator. Complainant indicated the patient desaturated and became tachycardiac. After bag ventilation was performed the patient oxygen saturation normalized; vital signs stabilized with more frequent premature atrial contraction`s than from initial transport.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing without duplicating the report. Communication with the customer indicates the device was placed 4-6 feet away from the MRI machine, which the customer stated they knew was too close based on the ventilator operator's guide which requires approximately 2 meters, or 6.6 feet. The ventilator operator's guide states the functionality of the device may be compromised if it is not properly used in an MRI environment. The MRI compatibility of zoll medical corporation's z vent ventilator testing (report (B)(4)) found that alarm #1172 can be triggered when the ventilator is placed too close to the MRI. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.